Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported in literature article "real world performance of ventricular leadless pacemaker in a cohort with smaller body size" that an infection was noted at the implant site of the right ventricular (rv) leadless pacemaker (lp). Hematoma and vascular dissection were subsequently noted. The patient was stable. For additional information refer to article "real world performance of ventricular leadless pacemaker in a cohort with smaller body size".